Event description:
During an rf procedure, the ground pad cable did not work properly. Troubleshooting efforts added approximately one and half hours to the procedure. The case was completed with back up equipment. There was no adverse event reported as a result of this malfunction.

Manufacturer narrative:
It was confirmed that the device was disposed off at the account.